Event description:
Patient with complaint of severe left lateral hip pain. She had a fracture in june 1997 and was treated with open reduction and internal fixation. Now has pain on weight bearing. X-rays revealed screw is settled down approximately 2.5 inches out of the lateral aspect, irritating the "it" band over the fracture. The fracture is quite healed, but is tenuous. She is now admitted for removal of deep hardware of the left hip. Patient declined to have hardware replaced, as recommended by physician. The original surgery was done at another hosp.